Event description:
In 2008, the sales rep reported that a revision surgery was performed to remove the incompass hardware due to pseudoarthrosis.

Manufacturer narrative:
On an unk date the construct was implanted. No prod will be returned from the revision surgery.